Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ii us mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged and had separated from the sds. Damage was noted across the entire stent, the most severe damage was noted to the proximal and mid-section of the stent. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon indicating correct positioning and crimping of the stent on the balloon prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed a kink in the mid-shaft section, 1cm proximal of the hypotube/mid-shaft bond. Multiple kinks were also noted along the inner and outer shaft polymer extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 22-mar-2017. It was reported that crossing difficulties were encountered. A 3.00 x 32 synergy stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent detachment and stent damage.